Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Other relevant components include: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter. Literature: mobolaji-lawal, m., chaudhuri, r., marsh, r.h., miller, e.s., bhatia, k. Generalized itching and lower-extremity spasticity in a patient with intrathecal baclofen pump. The journal of emergency medicine. 2017 pp. 1-5. Doi: 10.1016/j.jemermed.2017.08.090.

Event description:
Summary: the case is of a patient implanted with an intrathecal baclofen pump for intractable spasticity secondary to traumatic paraplegia caused by a motor vehicle accident. Reported event: information was received regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported the patient's pump was revised in 2013 for catheter blockage. There were no reported symptoms regarding this event. No further complications were reported or anticipated.